Manufacturer narrative:
(B)(4). Reported by a consumer via the baxter patient support program (patients retention program (B)(6)). The device was not returned, therefore, a device evaluation could not be completed. The lot number was unknown, therefore, a batch review was not performed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient started treatment for the peritonitis with tobramycin and cefamezin (doses and frequencies not reported) intraperitoneally. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and extraneal/physioneal therapies were ongoing. No additional information is available.